Event description:
Follow-up from the healthcare provider (hcp) reported that there was no change in the patient's hearing loss with the implantable neurostimulator (ins) being on or off. No cause was determined, but an exam of her ear showed some cerumen impaction. The issue resolved on its own, so no action was taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0pdvh, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4)

Event description:
A health care provider (hcp) reported the patient had sudden hearing loss the week prior to this report. The implantable neurostimulator (ins) was placed last week and upon programming, the patient had hearing loss of the same side as the ins. One of the hcps evaluated the patient and noted they had quite a bit of wax in the ear. The hcp determined the loss was sensory-neuro and not conductive hearing loss. The patient's indication for use is movement disorders and parkinson's dual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.